Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. The customer¿s blood glucose at time of incident was 49 mg/dl. The customer's blood glucose was 104 mg/dl at the time of call. The customer reported that she treated the low blood glucose with food. Troubleshooting was done. The pump will not be returned for analysis.